Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an interventional endoprosthesis implantation procedure. Reportedly, after removing the plunger the wires did not come out for the first two prostyle devices. A third prostyle device was also used; however, the knot came through with the device after completing device instructions. The suture of a new prostyle device was successfully pre-placed. The interventional endoprosthesis implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.